Event description:
A 3 channel pump was being used to infuse fluid through 1 channel without difficulty. Pt became hypotensive and normal saline was started at 999ml/hr through second channel. Dopamine at 999 ml/hr was started through third channel. All three channels began to alarm "air in line" repeatedly. Attempts to correct the problem, including visual checks for air, were unsuccessful. Tubings changed to 1.6 plums which infused successfully.